Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred indicating that all deliveries were stopped and the customer was unable to change the cartridge. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support.